Event description:
On (B)(6) 2009, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On (B)(6) 2009, f/u CT revealed a distal type 1 endoleak on the right side. On (B)(6) 2009, a contra-lateral leg was implanted to reveal the distal type 1 endoleak. During the procedure, the right common femoral artery used as access vessel was damaged by the physician's cutting down, and gelweave vascular graft was used to replace the damaged vessel between the right common femoral artery and superficial femoral artery. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.